Event description:
Initially, it was reported that the patient was seen in the emergency department for an unknown reason. During the visit the physician noted that the lead was protruding from the patient's neck. Additional information was received indicating that the patient's generator was coming out of the patient's chest area. It was reported that the extrusion was approximately one centimeter in size. The surgeon's office reported that the patient was seen by the physician on (B)(6) 2014 where the generator was observed sticking out of the patient's skin. The surgeon performed emergency surgery on (B)(6) 2014 at which time the generator was explanted. It was reported that it was believed that the generator was not replaced. It was reported that the patient is very thin and the surgeon may perform a graft in the future to see if this helps. It was reported that friction of the patient's thin skin was believed to be the cause of the extrusion.